Event description:
The dealer stated the unit has a bad compressor. The dealer did not provide any additional information. The dealer did not report any patient injury or property damage. The dealer did not provide any patient details or product usage details.